Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference#: (B)(4).

Event description:
A site reported to rxsight that a patient was implanted with the light adjustable lens (lal, sn: (B)(6), +20.0d) in the left eye on (B)(6) 2023. The patient completed 3 light adjustments post-operatively but did not complete the necessary lock in treatments. The patient returned to clinic approximately 8 months later on (B)(6) 2024, complaining of blurry vision. The patient completed 3 additional light adjustments with no improvement. During a follow-up visit on (B)(6) 2025, the treating physician observed a mild haze on the anterior side of the lal. The lal was subsequently explanted on (B)(6) 2026 and replaced with a monofocal iol. Visual examination of the explanted lens fragments confirmed a central iol irregularity that is consistent with photopolymerization.